Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was oversensing. No patient symptoms or intervention was reported.

Manufacturer narrative:
The reported r wave oversensing was confirmed. Oversensing can occur when r wave sensing threshold is programmed to a low value. In this case, the programmed sensing threshold was low enough to sense some noise artifact or atrial activity in the egm as r wave. The device was performing per programmed settings.

Event description:
New information received notes the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's implantable cardiac monitor (icm) was oversensing and programming changes were made to resolve the issue. No patient consequences was reported.